Event description:
Revision surgery - the surgeon revised a total hip arthroplasty due to cup failure. The patient chronically dislocated. It is unknown if this is an orthopedic technologies inc acetabular component. The stem was retained and the surgeon replaced femoral head and zimmer cup.